Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. Inadequate stimulation was also noted. The patient was advised to placed lidocaine patch over the ipg site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. Inadequate stimulation was also noted. The patient was advised to place lidocaine patch over the ipg site. Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. All device components were removed and were not returned.